Event description:
Boston scientific received information that during a follow up high out of range pacing impedances were noted on the left ventricular lead as well as high out of range shocking impedances on the right ventricular lead. A possible header issue was suspected. A revision procedure was planned. Subsequently a revision took place, both atrial and ventricular leads were tested with a pacing system analyzer which showed normal measurements, while the left ventricular lead appeared to be fractured. The device showed a weakend bond at the header. A new device was implanted with the existing right ventricular and right atrial lead, while the left ventricular lead was discarded at the hospital. At this time a new left ventricular lead has not been implanted. The device will be returned for analysis. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
Upon analysis, this investigation will be updated.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. The right ventricular ring and defibrillation (-) header wires were found to be fractured. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case. It was confirmed that the findings in the lab resulted in out of range shocking impedances.